Event description:
As reported: "after the surgery, the instruments was difficult to be disassembled as connection part of the nail adapter was worn."

Manufacturer narrative:
The reported event could be confirmed since the threads of returned device is worn out as alleged and could result in assembling / disassembling impairment of the device. The device inspection revealed the following: nail adapter was received and threads of the connected part were found worn out. The coating has also come off due to excess contact with the mating part, most probably due to application of excess torsional force while assembling mating parts and axial load during usage (nail insertion). A functional inspection was done on the returned nail adapter using a sample nut and it was observed that the sample nut could be assembled onto the nail adapter despite the threads of the nail adapter being worn out. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by application of excess torsional force and axial load during usage. If more information is provided, the case will be reassessed.

Event description:
As reported: "after the surgery, the instruments was difficult to be disassembled as connection part of the nail adapter was worn."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.